Event description:
The facility reports, the lift chair was in the raised position. The caregiver was preparing to maneuver the lift chair over the tub, when the front caster fell off. The resident was wearing the safety belt, and was therefore, still secured to the chair when the chair fell. The resident hit his elbow and knee on the floor and sustained a laceration to the left side of his head. The resident received sutures to close the wound.